Event description:
It was reported that there was an intermittent table communication error on the 2800 system. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the eeprom on the motron pcb. The system was tested and found to be working as intended and placed back into service.